Event description:
It was reported that the patient received several shocks due to noise. During the lead replacement procedure, the insulation was found to be broken at the tricuspid valve area. The competitor's ICD was repositioned four months prior due to erosion. The physician stated that he did not touch the lead at that time.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received.

Manufacturer narrative:
Analysis found that the outer insulation was abraded from the inside out between 53.3cm and 56.0cm from the connector pin. The inner insulation and ptfe insulations of the blue cables were found intact. Further examination found that a tine was missing. The fractured area of the missing tine is likely due to an introducer or another device initially damaging the area, and over time, fracture occurred. The lead exhibited normal electrical characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.